Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported total occlusion of both ovation stents just below the renal arteries was confirmed. Device, user, procedure or anatomy relatedness of this event could not be determined. The procedure related harm identified was a prolonged hospitalization following the secondary endovascular procedure. Additionally, it was reported the patient had a previous thoracic aneurysm repair prior to the index evar procedure (cautionary product use condition). The final patient status was discharged on the ninth post-operative day to a rehabilitation unit due to a debilitated state. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal stent graft system. Approximately two (2) years post initial procedure, a limb occlusion was identified on unknown date. The patient was treated; lysed and relined with vbx (non-endologix) on an unknown date and reported as doing well.